Event description:
On (B)(6) 2013, the lay user/patient in (B)(4) contacted lifescan (lfs) alleging that her onetouch verio iq meter was displaying a message of "strip failure". The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 (at 1 am). Just prior to the start of the alleged issue, the patient reportedly was experiencing symptoms of shaking, nausea, and sweating. At the same time after the alleged issue occurred, the patient reportedly consumed glucose tablets/ glucose gel as self-treatment. The patient denied testing her blood glucose with another device. According to the csr's documentation, the alleged issue was resolved with troubleshooting; however, the patient claims the alleged issue is intermittent. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was reportedly noted as an intermittent issue.

Manufacturer narrative:
Follow-up (5/20/2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on 4/25/2013 with the following findings: the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (07/24/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 6/25/2013 and 7/15/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.